Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found on top of the encore indeflator. An encore balloon catheter inflation device was selected to be used. During preparation, when the packaging was opened it was noted that a piece of "red colour stain" was sticking on top of the encore indeflator. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual examination was carried out and it was noted that there was a foreign matter on the device. The foreign matter was not embedded and was on the surface of the outside of the gauge end of the right housing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found on top of the encore indeflator. An encore balloon catheter inflation device was selected to be used. During preparation, when the packaging was opened it was noted that a piece of "red colour stain" was sticking on top of the encore indeflator. The procedure was completed with another of the same device. No patient complications reported.